Event description:
It was reported that the tip of the bur broke off during surgery. No adverse events were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. The information provided suggests that the root cause was user technique. It was not possible to determine the definitive root cause for the alleged breakage.